Event description:
It was reported that a homechoice device experienced air in the patient line (air in line/set). The home patient was connected. This occurred during drain one of peritoneal dialysis therapy. During troubleshooting, it was reported that the patient had placed their patient connector higher than their heater bag. The patient then did not confirm the patient line was primed to the top before connecting to the setup. The technical services representative reviewed proper procedures with the patient. The technical services representative assisted the patient in clearing the alarm. The patient was to complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an incomplete prime was reported and is a known cause of this issue. ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.